Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 51 mg/dl. Reportedly, the reason for the low bg levels were because the pump required a settings adjustment. The low bg levels were addressed by consuming food.